Event description:
It was reported that the programmer¿s screen glitches, particularly when the unit is moved. The programmer has been returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s screen glitches, particularly when the unit is moved. It was found during analysis that the flex cable was defective. The keyboard latch and sleeve were broken. The upper and lower bullets were worn, and the logo button was missing. There was minor damage on the front of the bezel which was considered as acceptable. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.